Event description:
The ICD involved in this MDR was interrogated on (B)(6) 2010. The physician observed that the holter memories (aida) reading process would never stop. After having waited for more than 20 mins, not all the episodes were available; he could retrieve a few of them. Finally, no pt file was stored in the programmer. The physician requested explanations about this behavior.

Manufacturer narrative:
(B)(4) - this event concerns a device that was mfg and used outside the united states. Analysis is pending.